Event description:
This compliant was initially considered a non reportable event, however, upon further review by the MFR, it was deemed reportable. It was reported that prior to a treatment procedure, the filter nose cone came off of the delivery device. Another greenfield vena cava filter was used to successfully complete the procedure.